Event description:
A malfunction alarm was reported for the customer's pump, labeled as malf 3, which could not be reset. The customer's blood glucose level exceeded 500 mg/dl, indicating a high value, and corrective action was taken using a correction injection via multiple daily injections (mdi). The customer did not require third-party assistance. Tandem technical support resolved the issue by confirming the shipping address, instructing the customer to put the pump into storage mode, and arranging to replace the pump. The customer acknowledged the instructions and agreed to return the problematic pump within ten days using a pre-paid label. The customer reverted to an alternated method of insulin therapy.